Event description:
This lead was capped and replaced due to noise. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received an updated analysis based off additional information provided for analysis. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The received data confirmed the presence of artifacts in the rv channel, which led to the detection of vf episodes. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, this investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.